Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch in which it was reported that there was leakage. There patient involvement is unknown.